Event description:
It was reported that during a lobectomy procedure, while advancing the third cartridge through a line of staples, the blade stuck at approximately the first 1/3 of the cartridge. The surgeon had to manually return the blade to its initial position. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used? Was the device fired over an existing staple line or clip? Was buttressing material used? If yes, what product? Was there any damage to the tissue? If yes, how was this resolved? Were there opening difficulties with previous firings? Was there increase force to fire with this firing or previous firings? What color cartridges were used with the previous firings? Were there an unexpected noised heard? If yes, when?

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used? Was the device fired over an existing staple line or clip? Was buttressing material used? If yes, what product? Was there any damage to the tissue? If yes, how was this resolved? Were there opening difficulties with previous firings? Was there increase force to fire with this firing or previous firings? What color cartridges were used with the previous firings? Were there an unexpected noised heard? If yes, when?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, while advancing the third cartridge through a line of staples, the blade stuck at approximately the first 1/3 of the cartridge. The surgeon had to manually return the blade to its initial position. Procedure completed with same/like device. There was no adverse consequence to the patient.